Manufacturer narrative:
Product analysis summary: the stent was not present on the balloon. The balloon folds were expanded. The balloon failed negative prep. On pressurisation of the device, liquid was observed exiting the balloon proximal cone. The balloon failed to maintain pressure. Upon visual inspection of the delivery system, there was a pinhole burst on the balloon material at the proximal cone. There was no lead in scratches evident proximal or distal to the burst site. There was no other damage evident to the remainder of the delivery system. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the device was inspected before use. Negative prep was performed. The device was not repositioned in the lesion while inflated. It was stated that the issue occurred on the first inflation. It was later stated that the stent was deployed on the first inflation, but a pressure decrease was noticed on the indeflator during the stent deployment. The balloon gradually lost pressure. It was stated that the balloon was inspected and inflated after the case and it was noticed then that the balloon had a small pinhole and was leaking. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
One resolute onyx des was used to treat a non-tortuous lesion in the mid rca. There was no damage noted to the device packaging and no issues noted when removing the device from the hoop. The device did not pass through a previously deployed stent. It was reported that a pinhole leak/burst occurred on the proximal balloon during stent deployment. It was stated that the stent was able to be deployed safely with no patient issues or complications. No patient injury reported.